Event description:
In 2001, this pt with a pre and post-operative diagnosis of sacromatosis underwent surgery for the following: 1) exploratory laparotomy, 2) lysis of adhesions, 3) resection of mulitple intra-abdominal and pelvic tumor implants, 4) sigmoid colon resection, 5) small bowel resection x2, 6) mobilization of splenic flexure, 7) placement of gastrostomy tube, 8) intraperitoneal hyperthermic perfusion with cisplatin chemotherapy, and 9) instillation of mitoxantrone chemotherapy. A conmed bend-a-beam re #134006 was used in surgery. Post-operative chest x-ray revealed a needle-like object suspected to have broken off from the bend-a-beam handpiece.

Event description:
The conmed ben-a-beam was used in surgery. Post-operative chest x-ray revealed a 23mm needle-like object. This object resembles an identical tip that broke off during a re-enactment. It is suspected that this is the object that appears on the film.

Event description:
This pt with a pre and post-operative diagnosis of sarcomatosis underwent surgery for the following: 1) exploratory laparotomy, 2) lysis of adhesions, 3) resection of multiple intra-abdominal and pelvic tumor implants, 4) sigmoid colon resection, 5) small bowel resection x2, 6) mobilization of splenic flexure, 7) placement of gastrostomy tube, 8) intraperitoneal hyperthermic perfusion with cisplatin chemotherapy, and 9) instillation of mitoxantrone chemotherapy. A conmed bend-a-beam was used in surgery. Post-operative chest x-ray revealed a needle-like object suspected to have broken off from the bedn-a-beam handpiece.